Event description:
Customer reported when they attempted to attach a blood set to this extension set the luer activated valve separated from the tubing on the extension set. This disconnection occured during pt use. No pt injury has been reported at this time. Samples are available for evaluation.